Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin use. No additional assistance was necessary as the customer was not experiencing frequent occlusion issues, and replacements were to be sent out per the customer's request.